Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the cause of the lost parameter settings and open impedances was unknown. The rep reported that the healthcare provider (hcp) replaced the ins battery. The rep was waiting for pathology to release the battery back, so they could send it back for analysis. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for non-malignant pain and post lumbar laminectomy syndrome. It was reported that when the rep initially interrogated the device, he saw an alert, but did not recall what the alert was. After the rep interrogated the device, it was reported that all parameter settings were lost; a-c were blank. There were three orange bander alerts: 1. 10:49 device time, 2. Device depleted therapy, and 3. Impedance possible open 2,12,13,14,15. The rep exited the workflow and did not see that initial message he missed earlier. When he re-tested the impedances, electrode 2 was green at 16540 ohms and the reset of the electrodes continued to show open impedance. The rep then reported that the patient had turned the stimulation off on (B)(6) 2019, they used the on/off button on the controller and did not go into the therapy screen to see if the parameter was there. There were no further complications reported or anticipated. There were no further complications reported or anticipated.